Event description:
Silicone breast implants placed (B)(6) 2020 caused breast implant illness. Allergan: inamed aesthetics sccx-700 serial number: (B)(6) pt code: 4581. Device code: 2682. Ref: mw5186613.